Event description:
It was reported that outside of surgery on an unknown date, the device hose was not connected. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.